Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 412 mg/dl. The customer did not mention any details of treatment for the high blood glucose. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer had a motor error alarm earlier, but their insulin pump worked as designed after troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.